Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the there was lead integrity alert (lia) on the right ventricular (rv) lead triggered by high rate non-sustained episodes and sensing integrity counter (sic). It was also noted that the rv lead had high thresholds, decline in r-waves and oversensing on current and stored electrograms (egm). The lead was explanted and replaced. No patient complications have been reported as a result of this event.